Event description:
It was reported that the implant driver cannot be removed from implant.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional investigation findings code 4248. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 61. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4582. Health effect - impact code - 2199. Component code - 3123. The correct codes for this complaint are: health effect - clinical code - 1924. Health effect - impact code - 4621. Component code - 4755. This is a follow up report to correct these/this code(s).